Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
Per ms&s, nurse reported that they had a patient with an aspira pleural catheter and was unable to get any drainage from the catheter. The nurse tried two different drainage bags and confirmed that the blue center of the valve was not sunken. Nurse also tried to reposition the patient but was not able to drain. Ms&s suggested flushing the catheter with the luer adapter.